Manufacturer narrative:
Because of the regulations of (B)(6) customs, the returned unit cannot get through (B)(6) customs and was not available to on (B)(4), investigations of the returned product were not conducted. A review of the clinical information for this complaint revealed that the tip of the teleport microcatheter separated during use in a heavily calcified lesion in the lateral plantar arch and the fragment became stuck on the guide wire. The device history record for this teleport lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. During the manufacturing processes each microcatheter is inserted with a 0.0155" mandrel to inspect and ensure no obvious friction. No other similar incident report was received for this lot products until now. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. Based on the obtained information, there are no signs of manufacturing defects from this product. It was presumed that torsion and/or tensile stress was inadvertently applied to the microcatheter while its tip was being trapped by the heavily calcified lesion. The tip was assumed to be torn off when the accumulated stress exceeded the catheter's design limit. In IFU g-00114, this kind of failure was foreseeably warned, please see below. Warning: #4: particular attention should be paid when inserting or withdrawing the device into stenotic areas, highly calcified lesions, stent struts, and narrower vessels than the product. #15: if any resistance is encountered, the operation must be discontinued immediately, and the device and the guidewire(s) withdrawn together. The device may be damaged and the tip may be cut. Since the clinical situation could not be duplicated in our analysis lab, the root cause of this complaint could not be ascertained. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. 6.0 corrective action(s) (if required) no corrective action is required this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. Vessel characteristics and / or interaction with other devices likely contributed to the reported event. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.

Event description:
The tip of the teleport microcatheter separated during use in a lesion in the lateral plantar arch, which was heavily calcified. The fragment became stuck on the guide wire and was retrieved. The procedure was completed with atherectomy. The device will be returned.